Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and three months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), a second tpbv was implanted in the same position for unknown reasons. No adverse patient effects were reported.

Manufacturer narrative:
Model number of the valve was updated. Explant date was added. Additional information reported that first tpbv was too far into the lower portion of the right ventricular outflow tract (rvot) and was removed. A new conduit was placed and the second tpbv was placed in the conduit. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The explanted device was not returned by the customer, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.